Manufacturer narrative:
Only one out of five complained products was returned for investigation (see MDR 3003263092-2017-00013). The crack could be confirmed for the returned product. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. The same issue appeared in the same hospital five times within three days (see MDR 3003263092-2017-00009, -00011, -00012, and 00013). In all five cases not only the catheter luer lock but also the hub of the needle showed a crack. On the basis of the issue description, as well as on investigation result and experience, it is considered as unlikely that a production error is the root cause. This is supported by the fact that no similar events were reported throughout 2017. The real root cause could not be determined. It is considered as likely that a handling error during use or external force applied by the user have contributed to the events. (B)(4). Exemption number e2018007. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
A crack in the luer connection of the catheter has been reported. No clinical consequences occurred. (B)(4).